Event description:
It was reported that patient underwent total hip arthroplasty procedure on (B)(6) 2013. During the procedure, the surgeon was unable to seat the acetabular liner into the acetabular cup. Another liner was attempted with the same result. The procedure was completed utilizing a new cup and liner; however, a delay of one hour occurred as a result.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the information available indicates that a delay to the procedure occurred. Should additional information be received regarding the event, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
An extra verification has been added to inspection criteria to check the specification in question in (B)(4) 2012. This lot was manufactured in august of 2012. A majority of the lot has been implanted without issue.